Event description:
Surgical procedure for nerve stimulator battery failure. Pt presenting with chronic intractable seizures. The leads tested during the procedure were associated with high impedance and it was elected to replace the generator and the electrode stimulation system. The bipolar unit and lead were replaced.